Manufacturer narrative:
Analysis was normal. No anomalies were found.the damage found to the helix was sustained during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that there was loss of capture on the right ventricular lead and the lead was dislodged. During the procedure to reposition the lead the helix could not be extended. The lead was explanted and replaced. The patient was stable before, during and after the procedure.